Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow up # 01 MFR report:3005168196-2019-01730 and is being updated on this follow-up # 01 MFR report:3005168196-2019-01730.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 137.0 cm and 138.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. The pusher assembly mid-joint outer diameter was unable to be measured due to the kink. Conclusions: evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement of the smart coil within its introducer sheath. Forceful advancement of the device against this resistance may result in pusher assembly kinks. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement of the smart coil within its introducer sheath. During functional testing, the smart coil was properly re-sheathed. Subsequently, the smart coil was able to advance through a demonstration microcatheter without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01731.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01731.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance within its introducer sheath; therefore, it was removed. A new smart coil was opened and was also unable to advance within its introducer sheath; therefore, it was removed. The procedure was completed using a third smart coil. There was no report of an adverse effect to the patient.